Event description:
It was reported that the pump of this inflatable penile prosthesis was malpositioned and the reservoir had potentially herniated. During a revision surgery to assess the situation the pump malposition was confirmed. It was also determined the pump was not working due to a kink in the tubing. The pump was repositioned. The reservoir was removed and replaced as there was an appearance of a fracture in the tubing. No patient complications were reported.